Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: unexplained "por" events observed in black box on complaint date. No battery cap or cartridge cap returned. All testing performed with test caps. The pump intermittently powers with the returned battery cap to a dim discolored display. Battery cap threads damaged. A test battery cap was used for all testing. The pump also intermittently powers with a test battery cap. Battery compartment cracks observed in thread area and below grip pad. Battery compartment threads damaged. Evidence of moisture contamination inside battery compartment. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. A 24 hr. Basal program fails due to intermittent power condition. Intermittent power condition due to moisture contamination and damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.